Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump was received with unresponsive keypad. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to unresponsive keypad. Unable to download history files and traces using thump due to unresponsive keypad. Unable to upload pump to carelink due to unresponsive keypad. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. A test case was used, the original pcba 1, pcba 2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery. The pump was able to navigate the menu, continued on currents measurements, self test, upload pump to carelink, download history files and traces using thump. The pump passed the self test, active current measurement and sleep current measurement. No pump error 61 (stuck key alarm)/keypad anomaly/unresponsive keypad noted while using a test case. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of (B)(6) 2023 listed on smartsolve. Dailytotalcollectionstarttime:(B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered: 476000 (47.6 u) dailytotalofbasalinsulindelivered: 178000 (17.8 u) dailytotalofbolusinsulindelivered: 298000 (29.8 u) on (B)(6) 2023 07:11:03.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 98000 (9.8 u) bolusamountdelivered: 98000 (9.8 u) on (B)(6) 2023 12:01:41.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 100000 (10 u) bolusamountdelivered: 100000 (10 u) on (B)(6) 2023 20:12:41.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 100000 (10 u) bolusamountdelivered: 100000 (10 u) in further full review of the pump history/traces on the event date of 15-apr-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 15-apr-2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered: 236250 (23.625 u) dailytotalofbasalinsulindelivered: 106750 (10.675 u) dailytotalofbolusinsulindelivered: 129500 (12.95 u) on (B)(6) 2024 03:33:21.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 67000 (6.7 u) bolusamountdelivered: 67000 (6.7 u) on (B)(6) 2024 12:04:25.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 62500 (6.25 u) bolusamountdelivered: 62500 (6.25 u) dailytotalcollectionstarttime: (B)(6) 2024 15:15:12.000 dailytotalofallinsulindelivered: 112000 (11.2 u) dailytotalofbasalinsulindelivered: 35500 (3.55 u) dailytotalofbolusinsulindelivered: 76500 (7.65 u) on (B)(6) 2024 15:21:49.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 76500 (7.65 u) bolusamountdelivered: 76500 (7.65 u) please see below for pump errors/alarms noted 1 week prior to the event dates of (B)(6) 2023 and ss event date 15-apr-2024 in the formatted history file.  Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: on (B)(6) 2023 00:55:11.000 on (B)(6) 2023 01:05:01.000 on (B)(6) 2023 01:33:06.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was recorded and found in the formatted history file on: on (B)(6) 2023 14:14:00.000 on (B)(6) 2024 03:29:01.000 replace battery alert was recorded and found in the formatted history file on: on (B)(6) 2023 23:45:00.000 on (B)(6) 2023 23:55:00.000 on (B)(6) 2024 13:00:00.000 on (B)(6) 2024 13:10:00.000 replace battery now alarm was recorded and found in the formatted history file on: on (B)(6) 2023 00:16:00.000 on (B)(6) 2023 00:26:00.000 on (B)(6) 2024 13:31:00.000 on (B)(6) 2024 13:41:00.000 power loss alarm was recorded and found in the formatted history file on: on (B)(6) 2023 03:29:22.000 on (B)(6) 2024 15:15:53.000 earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 2:05:59 am. There was no power data available for the event date of (B)(6) 2023, (B)(6) 2023 and ss event date of 15-apr-2024. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm and power loss alarm. No unexpected low battery alert, replace battery alert/replace battery now alarm and power loss alarm noted. Pump error 61 (stuck key alarm)/keypad anomaly/unresponsive keypad was confirmed, problem isolated on the keypad assembly. The pump was received with the original battery cap with a loose metal contact due to a broken three heat stake post. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay and a scratched case. Battery cap contact damaged was confirmed. Unable to verify customer alleged for high bgs/dka. Unable to perform the required testing, upload pump to carelink, download history files and traces using thump due to unresponsive keypad. A test case was used. The pump was able to navigate the menu, continued on currents measurements, self test, upload pump to carelink, download history files and traces using thump. No pump error 61 (stuck key alarm)/keypad anomaly/unresponsive keypad noted while using a test case. Pump error 61 (stuck key alarm)/keypad anomaly/unresponsive keypad was confirmed, problem isolated on the keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump buttons were sticking. The customer reported blood glucose value of 595 mg/dl. The customer reported symptoms like diabetic ketoacidosis, hyperglycemia, malaise, headache, abdominal pain. Customer was treated with insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-332a, mmt-1880, mmt-242a. Troubleshooting was performed. Buttons remained unresponsive after troubleshooting. It was unknown whether the auto mode feature was active and whether the pump was used within 48 hours of the reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-332a. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-242a.